Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs-fallopian tube"), device dislocation ("migration of implant / right fallopian tube implant was seen with the majority of the implant in the uterine cavity"), device breakage ("fracturing of device") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Concurrent conditions included sedation and allergy to metals (skin irritation and swelling). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("lower quadrant abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding and some clots"). On (B)(6) 2015, the patient experienced rash ("skin rash (rash on nose, arms, and legs)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fungal infection ("yeast infections"), dysuria ("dysuria"), migraine ("migraines"), fatigue ("fatigue"), micturition urgency ("urinary urgency"), urinary tract infection ("possible uti"), bacterial vaginosis ("bacterial vaginosis") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with ibuprofen (motrin), triamcinolone acetonide, ibuprofen, medroxyprogesterone acetate (depo-provera), surgery (bilateral salpingectomy), surgery (right implant hysteroscopically removed) and surgery (laparoscopic bilateral salpingectomy with removal of the left essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown and the device dislocation, pelvic pain, rash, abdominal pain, dysmenorrhoea, metrorrhagia, fungal infection, dysuria, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, micturition urgency, urinary tract infection, bacterial vaginosis and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, fungal infection, menstrual disorder, metrorrhagia, micturition urgency, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure placement, occluded tubes bilaterally. On (B)(6) 2014: pelvic ultrasound: nabothian cyst was present in the lower uterine segment. However, the ultrasound showed no evidence of ovarian torsion, and was otherwise unremarkable. On (B)(6) 2017: operative report: essure implant [from the right fallopian tube] was seen with the majority of the implant in the uterine cavity which had to be removed hysteroscopically. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea.,vaginal bleeding. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lot number added, removal surgery updated as bilateral salpingectomy hence event perforation nos updated as fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant / right fallopian tube implant was seen with the majority of the implant in the uterine cavity") and pelvic pain ("pelvic pain") in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Concurrent conditions included sedation and allergy to metals (skin irritation and swelling). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("lower quadrant abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding and some clots"). On 25-sep-2015, the patient experienced rash ("skin rash (rash on nose, arms, and legs)"). On 17-mar-2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("fracturing of device"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fungal infection ("yeast infections"), dysuria ("dysuria"), migraine ("migraines"), fatigue ("fatigue"), micturition urgency ("urinary urgency"), urinary tract infection ("possible uti"), bacterial vaginosis ("bacterial vaginosis") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with ibuprofen (motrin), triamcinolone acetonide, ibuprofen, medroxyprogesterone acetate (depo-provera), surgery (right implant hysteroscopically removed) and surgery (laparoscopic bilateral salpingectomy with removal of the left essure). Essure was removed on 31-may-2017. At the time of the report, the perforation and device breakage outcome was unknown and the device dislocation, pelvic pain, rash, abdominal pain, dysmenorrhoea, metrorrhagia, fungal infection, dysuria, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, micturition urgency, urinary tract infection, bacterial vaginosis and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dysuria, fatigue, fungal infection, menstrual disorder, metrorrhagia, micturition urgency, migraine, pelvic pain, perforation, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-oct-2011: essure placement, occluded tubes bilaterally 07-jan-2014: pelvic ultrasound: nabothian cyst was present in the lower uterine segment. However, the ultrasound showed no evidence of ovarian torsion, and was otherwise unremarkable. 31-may-2017: operative report: essure implant [from the right fallopian tube] was seen with the majority of the implant in the uterine cavity which had to be removed hysteroscopically. Most recent follow-up information incorporated above includes: on 30-apr-2018: essure insertion date was updated from jun-2011 to 09-jun-2011 and removal date was updated from 30-apr-2017 to 31-may-2017; abdominal pain, dysmenorrhea, metrorrhagia, yeast infections, dysuria, migraines, fatigue, vaginal bleeding and some clots, urinary urgency, possible uti, bacterial vaginosis, abnormal menstrual cycle were added as event; outcome was updated to resolved; new lab data added; treatment drugs provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs-fallopian tube"), device dislocation ("migration of implant / right fallopian tube implant was seen with the majority of the implant in the uterine cavity"), device breakage ("fracturing of device") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Concurrent conditions included sedation and allergy to metals (skin irritation and swelling). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("lower quadrant abdominal pain"). In april 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding and some clots"). On (B)(6) 2015, the patient experienced rash ("skin rash (rash on nose, arms, and legs)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fungal infection ("yeast infections"), dysuria ("dysuria"), migraine ("migraines"), fatigue ("fatigue"), micturition urgency ("urinary urgency"), urinary tract infection ("possible uti"), bacterial vaginosis ("bacterial vaginosis") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with ibuprofen (motrin), triamcinolone acetonide, ibuprofen, medroxyprogesterone acetate (depo-provera), surgery (bilateral salpingectomy), surgery (right implant hysteroscopically removed) and surgery (laparoscopic bilateral salpingectomy with removal of the left essure). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown and the device dislocation, pelvic pain, rash, abdominal pain, dysmenorrhoea, metrorrhagia, fungal infection, dysuria, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, micturition urgency, urinary tract infection, bacterial vaginosis and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, fungal infection, menstrual disorder, metrorrhagia, micturition urgency, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure placement, occluded tubes bilaterally (B)(6) 2014: pelvic ultrasound: nabothian cyst was present in the lower uterine segment. However, the ultrasound showed no evidence of ovarian torsion, and was otherwise unremarkable. (B)(6) 2017: operative report: essure implant [from the right fallopian tube] was seen with the majority of the implant in the uterine cavity which had to be removed hysteroscopically. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea.,vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs-fallopian tube"), device expulsion ("migration of implant / right fallopian tube implant was seen with the majority of the implant in the uterine cavity / migration of essure device location of device: uterus"), device breakage ("fracturing of device"), embedded device ("other coil had was lodged in my uterus") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Concurrent conditions included sedation, allergy to metals (skin irritation and swelling), obesity and anemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headache"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("lower quadrant abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding and some clots/ abnormal bleeding (vaginal)"). In 2015, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2015, the patient experienced rash ("skin rash (rash on nose, arms, and legs) / rash that developed on my nose"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fungal infection ("yeast infections"), dysuria ("dysuria"), micturition urgency ("urinary urgency"), urinary tract infection ("possible uti"), bacterial vaginosis ("bacterial vaginosis"), menstrual disorder ("abnormal menstrual cycle"), cystitis ("bladder infection"), ovarian cyst ("cysts / 2 cysts on my ovaries") and allergy to metals ("nickel allergy"). The patient was treated with ibuprofen (motrin), triamcinolone acetonide, ibuprofen, medroxyprogesterone acetate (depo-provera), surgery (bilateral salpingectomy), surgery (right implant hysteroscopically removed), surgery (bilateral salpingectomy) and surgery (laparoscopic bilateral salpingectomy with removal of the left essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, cystitis, headache, uterine leiomyoma, ovarian cyst and allergy to metals outcome was unknown, the device expulsion, pelvic pain, rash, abdominal pain, dysmenorrhoea, metrorrhagia, fungal infection, dysuria, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, micturition urgency, urinary tract infection, bacterial vaginosis and menstrual disorder had resolved and the nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bacterial vaginosis, cystitis, device breakage, device expulsion, dysmenorrhoea, dysuria, embedded device, fallopian tube perforation, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: scout view demonstrates two essure devices in the pelvis. The endometrial cavity is normal in shape without filling defects. The fallopian tubes are occluded with the essure devices bilaterally without contrast surrounding the devices or freely spilling into the peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure placement, occluded tubes bilaterally (B)(6) 2014: pelvic ultrasound: nabothian cyst was present in the lower uterine segment. However, the ultrasound showed no evidence of ovarian torsion, and was otherwise unremarkable. (B)(6) 2017: operative report: essure implant [from the right fallopian tube] was seen with the majority of the implant in the uterine cavity which had to be removed hysteroscopically. (B)(6) 2011 : hysterosalpingogram : that it was a success and both fallopian tubes are covered by scar tissue so it blocks the opening of tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea.,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: events- "abnormal bleeding (menorrhagia), bladder infection, headache, fibroid, cysts, nausea, nickel allergy, other coil had was lodged in my uterus", concomitant condition, lab data added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fracturing of device"), pelvic pain ("pain") and rash ("skin rash"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage, pelvic pain and rash outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain, perforation and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.